Manufacturer narrative:
H4: the lot was manufactured from february 22, 2023 - february 24, 2023. H10: two (2) actual device were received for evaluation. An unaided visual inspection was performed and a tear at the lower edge were observed in both samples. Functional testing was performed and a leak at the lower left side edge area was observed in the first sample and a leak at the lower right side edge area was observed in the second sample. The reported condition was verified. The cause of the condition was undetermined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that two (2) 3000ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bags leaked at the sides of the seam. This was identified during filling. There was no patient involvement. No additional information is available.

Manufacturer narrative:
B3: the events occurred between 30 may 2023, and 02 june 2023. The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.